Event description:
My (B)(6) mother began vomiting after a CT scan at (B)(6). She had to go to the ER. I called isg since monday (B)(6) 2018 but supv (B)(6) failed to return my call. My mother received two injections not one like her prior CT scan. I am requesting an investigation of the amount of radiation dosage that was used on my mother where dye was used and answer to my question as to why two injections were used. This x-ray facility is non-response and unprofessional. Please contact me. (B)(6), I spoke with secretary named (B)(6) and another person, a male. Please investigate suspected overdosage of radiation in CT scan.